Event description:
Caller states the pt tested 3.9 inr on the coaguchek system and 8.8 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.